Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 04 jun 2020.

Event description:
It was reported that the unit had a display problem. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit powered on but the display was black and not adjustable. The fse swapped out the video graphics array (vga) and backlight cable; however, the issue persisted. The customer elected to not repair the unit. The unit was retired from service.